Manufacturer narrative:
The dispatched fse could confirm the reported issue of ventilator failure and replaced the blower motor and the control pcb. The device was tested after the intervention, passed all tests and could be returned to us. The two replaced parts were returned to manufacturer for evaluation. The motor was operated in a test stand for 4 weeks in a 24/7 mode with varying settings and ventilation modes without exhibiting a failure. Log file evaluation however confirmed the initial expertise - at 05:23pm on the date of event the supervisor function of the software forced a preventive shutdown of the blower unit due to an obviously false signal sequence from the motor control loop. The shutdown is accompanied by a corresponding alarm. When in this state, fresh gas dosage and manual ventilation remain possible with the device. Dräger finally concludes that the device reacted as designed upon the sporadic malfunction of a single subsystem. The ffr for the particular pcb is well below 0.1% and thus accepted.

Event description:
Please refer to initial MFR. Report #9611500-2018-00414.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow up-report.

Event description:
It was reported there was a failure of the ventilator during a case. There was no injury reported.